Event description:
Received notice of complaint concerning above product. Spoke with rn/administrator regarding event. States that a leak occurred "post drip chamber - somewhere near the dialyzer connector end." Blood loss reported as approx 50cc. The leak occurred approx 3.5 hrs into the treatment. The pt was stable, no intervention was required. The line was changed and the treatment completed without further incident. The complaint sample was discharded on the day of the event a medwatch form has been filed based on blood loss.